Manufacturer narrative:
E1:(B)(6). No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that after intubation was performed with surgery in progress, it was found that the tube was bent inside the mouth along the path of the patient's trachea. There was patient involvement, and no harm or adverse event as a result of this event.